Event description:
It was reported that the catheter was being placed in the emergency department. During placement into the patient's right subclavian, the physician inserted the access needle and advanced the spring wire guide (swg). The swg started to kink when threading the catheter over the swg and so the physician began to remove everything. Both the catheter and swg were removed from the patient as one. It was discovered that the swg had become separated inside the catheter, but was contained within the catheter. As a result, another kit was opened and placed successfully for the patient using a new insertion site. There was a delay in treatment with no harm to the patient. There was no patient death and no patient complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.